Manufacturer narrative:
(B)(4).

Event description:
It was reported that a larger than expected drop in longevity was observed. There were no therapies or programming changes. The device will be changed out at eri.